Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe did not actuate during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with white foreign mater in the probe body and needle and a bent needle. Cut and actuation testing was performed and found non-conforming. Aspiration testing was performed and found conforming. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area. Gouge marks were observed at the cutting edge and another location along the inner cutter. The inner cutter was slightly bent. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was found non-conforming, and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to and interference causing the cutter to become stuck after its surgical use. Additional testing will remove the interference and the probe will then function properly. The complaint evaluation confirms the probe has an actuation issue. The evaluation also indicated that the probe has a cut issue. The most likely root cause for the actuation and cutting issues is from the bent needle, bent inner cutter and foreign matter on the needle. A damaged inner cutter and foreign matter can impede the movement of the cutter shaft. After the probe was disassembled (bent outer needle with front shell removed), the probe was able to actuate. The exact root cause of the bent needle, bent inner cutter and foreign matter cannot be determined from the evaluation, however the most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the bent needle, bent inner cutter and foreign matter cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).